Event description:
It was reported that the patient's pump insulin gauge failed to indicate when the insulin level reached zero, causing the pump to stop working unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to engage in further troubleshooting.